Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2017. In 2023 the patient experienced bleeding stomach ulcers and buried bumper syndrome. The patient reported that the gastric bleeding ulcers were thought to be due to contact with the tube resulting in scarring. The patient stated that he almost died and required iron and blood transfusions to increase the hemoglobin level due to the gastric ulcers. The patient also reported that the peg tube was removed in (B)(6) 2023 and a new stoma site was created.

Manufacturer narrative:
It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Gastro-intestinal ulcer(s) and buried bumper are known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.